Manufacturer narrative:
A medtronic representative went to the site to test the equipment. To resolve the reported issue, the representative reported that they performed rad and gain calibrations on the imaging system on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the image quality for both 2d and 3d acquisitions were poor. The site elected to use the acquisitions to continue with the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.